Event description:
After performing an directional coronary arthrectomy procedure in a calcified vessel, a filling defect was noted. A dissection was confirmed with the use of intravascular ultrasound. Two stents were used to repair the vessel.